Event description:
Allegedly per (B)(6), the patient was revised due to malalignment.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00739 and 00740. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure.